Event description:
The customer contact reported a disconnection; subsequently blood loss was noted. The extension set was connected to the pt's venous catheter. At 7:00am the nurse noted the extension set had disconnected from the venous catheter. The pt experienced approximately 28ml of blood loss. The extension set was replaced. The customer reported that hemoglobin and hematocrit levels were drawn. The hematocrit had decreased from 37% to 28%. The pt was transfused with 26ml of packed red blood cells. The hematocrit level was repeated. No further orders were received. There were no reported adverse pt sequelae. Though requested, no additional info was provided.